Event description:
(B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a consumer to our local affiliate ((B)(4)). This case involves a female (age nos) who received poly-l-lactic acid (sculptra) first dose in (B)(6) 2008 for aesthetic. Relevant medical history and concomitant medications were not reported. In (B)(6) 2008, the patient commenced therapy with poly-I-lactic acid (sculptra) in the temple near her left eye for aesthetic reasons. The patient received three sculptra treatments between (B)(6) 2008 and (B)(6) 2009. After her first treatment, the patient was "fine". In (B)(6) 2009, after her second treatment, the patient developed pain in her jaw and blurred vision. She spoke to the nurse who administered pol-l-lactic acid and was assured by the nurse that the events were unrelated to poly-l-lactic acid. She then received her third treatment, the patient is now experiencing pain in several locations including eyes , ears, and back of head. Her ear and eye feel like they are being pulled and she is having difficulty in opening her eye in the morning. It is unknown if therapy with poly-l-lactic acid is ongoing. Corrective treatment includes painkillers. The patient is in a lot of pain and due to see a neurologist. A ptc (pharmaceutical technical complaint) has been issued. Local ptc# (B)(4), global ptc#(B)(4). Additional information received on (B)(6) 2009: the patient also reported pitting on one side of her face, along with the pain. Ptc ((B)(4)) results were received. A brr (batch record review) was performed without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information received on 04-jun-09 from the physician: this case has been upgraded to serious based on follow-up information received from the physician. The patient is a (B)(6) female. No medical history or concomitant medications were provided. It is unknown if the patient experienced similar events after treatment with newfill/sculptra or any other product. No histology or laboratory tests were performed. In (B)(6) 2009, the patient experienced pain at the temple and orbit immediately after injection of poly-l-lactic acid. The patient was referred for neurological opinion as she developed paraesthesia. The doctor considered the event as serious due to facial nerve damage. The events are persisting. The doctor stated that no corrective treatment was given. The causality assessment between events and poly-l-lactic acid was reported as highly probable. Details of poly-l-lactic acid treatment not provided as the patient has not provided consent to contact her healthcare professional who administered the treatment.

Manufacturer narrative:
Initial report: this is a non-serious case. It involves a female who received poly-l-lactic acid (sculptra), first dose in (B)(6) 2008, in the temple near her left eye for aesthetic reasons. The patient received three sculptra treatments between (B)(6) 2008 and (B)(6) 2009. After her first treatment, the patient was "fine". In (B)(6) 2009, after her second treatment, the patient developed pain in her jaw and blurred vision. Received her third treatment, the patient is now experiencing pain in eyes, ears and back of head. Her ear and eye feel like they are being pulled and she is having difficulty opening her eye in the morning. Corrective treatment includes painkillers. A ptc (pharmaceutical technical complaint) has been issued. Follow-up (B)(6) 2009: the patient also reported pitting on one side of her face, along with the paint. Ptc results were received. A brr (batch record review) was performed without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event. The investigation shows that this event isn't batch related. Conclusion: no faults detectable. Follow-up (B)(6) 2009 from physician: this case has been upgraded to serious. The patient is a (B)(6) female. No histology or laboratory tests were performed. In (B)(6) 2009, the patient experienced pain at the temple and orbit immediately after injection of sculptra. The patient was referred for neurological opinion as she developed paraesthesia. The doctor considered the event as serious due to facial nerve damage. The events are persisting. The doctor stated that no corrective treatment was given. The causality assessment between events and sculptra are highly probable.